Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer went swimming with the insulin pump and the screen of the insulin pump went blank immediately after the exposure to moisture. Customer's blood glucose reading at the time of the call was 200 mg/dl. No further information reported.

Manufacturer narrative:
No blank display noted when power applied however, no button response due to moisture damage to the electronics. Unable to perform the displacement test due to no button response. Insulin pump had moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly noted during visual inspection. Insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.